Event description:
It was reported that the needle deployed later than intended after pod activation. The patient stated that the incident occurred "several months ago," and at the time of the incident it did not deploy, but at the time of calling to report the incident the cannula was visible, indicating the needle deployed late.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.